Event description:
It was reported the communication cord had exposed wires which were in an open area that could cause electric shock. Additionally, the scale not weighing appropriately which may have caused bed exit functionality to not work properly.

Manufacturer narrative:
Result: communication cord and load cell.